Event description:
It was reported that the user experienced recurrent low blood glucose readings overnight and mid-morning, with a documented nadir of 40 mg/dl, treated with oral carbohydrate (strawberry jam) and accompanied by confusion regarding exercise fueling guidance; a factory reset of the system was completed, and device identifiers for the cgm components were recorded, while the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia and dizziness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device problem and component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.